Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (571 mg/dl) and a boluses were delivered to address it. The customer thought that the pump settings may be the cause of the high bg as the bolus was set for a 5 hour insulin duration and a prior setting had it set to 3 hours. Tandem technical support advised the customer to consult with a healthcare provider about the pump settings.